Event description:
Event description cpi received information that this porous tined endocardial j lead (4270) was removed from service because of a sensing issue. A sweet tip bipolar lead (4269) was implanted.